Event description:
Revision surgery due to pt fall resulting in fracture of the patella and a flexion contracture.

Manufacturer narrative:
Patellectomy was performed as part of the revision surgery. The patella had not been replaced as part of the primary surgery.